Event description:
(B)(4). The dealer reported that the irc5po2v stationary concentrator would logoff without command, and two green and one red light would logon. There is no patient injury reported.